Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased pacing and decreased sensing were noted post-implant procedure. The lead was successfully implanted, however slightly high impedance was noted during the implant. The next day check revealed, out of range high, lead impedance and decreased sensing. Post procedure x-ray results are pending. No further information is available.

Event description:
New information received indicates that patient was stable post-surgery. Impedance decreased without any intervention.